Event description:
It was reported that leakage occurred before use with a unspecified bd catheter. The following information was provided by the initial reporter, "it's noticed that leakage at catheter during priming."

Manufacturer narrative:
H.6. Investigation summary: a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Also, a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a unspecified bd catheter. The following information was provided by the initial reporter, "it's noticed that leakage at catheter during priming."